Event description:
The customer reported to baxter that there was a split in the filter area of a millipore extension set. There was no patient involvement. There was no patient injury or medical intervention associated with this event. A sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A visual inspection revealed a split in the filter. Functional tests were performed and the reported condition was confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.